Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using the indigo system separator 5 (sep5). The physician successfully aspirated thrombus using the sep5 and an indigo system cat5 aspiration catheter (cat5). The physician removed the sep5 and cat5 from the patient to perform balloon angioplasty. Before advancing the sep5 back into the patient the physician noticed that the sep5 had become kinked. The sep5 then became fractured while the physician attempted to straighten the kink, and the sep5 was not used further. The procedure successfully continued using a new sep5. There was no report of an adverse effect on the patient.